Manufacturer narrative:
(B) (4): product has been requested to be returned, but has not been rec'd. (B) (4)

Event description:
The customer is using the sensor with a working alarm and claims that the sensor is giving an intermittent alarm tone when pressure is off the pad. There was no pt injury reported.